Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following successful deployment at a depth of 4-5 millimeters (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc), the patient's blood pressure began to deteriorate. The patient's heart rate was noted to be less than 40 beats per minute (bpm), and ventricular pacing was started at 80 beats per minute (bpm) after observing complete heart block (chb). A small effusion was noted to be present, and was kept under observation. As the patient's systolic pressure remained below 90 for an extended period, it was decided to perform a pericardial window to drain the effusion. Following the pericardial window, the patient's blood pressure did not recover and continued to drop. The patient went into ventricular tachycardia and cardiopulmonary resuscitation (CPR) was initiated. After approximately 10 minutes of CPR, the patient was declared dead.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: product ID: d-evolutfx-2329; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: p1041. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.